Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc - foreign matter. The patient was admitted on (B)(6) 2025, for ¿gastritis.¿ at 15:18 on (B)(6) 2025, a closed-system intravenous catheter was inserted for a scheduled painless gastrointestinal endoscopy. At 15:18 on (B)(6) 2025, a foreign object was discovered at the tip of the catheter. The catheter was not used on the patient and caused no adverse effects. Resolution: a new catheter was inserted.

Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the status and composition of the stains on the tip of the indwelling needle cannot be confirmed, so the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information.